Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6), 2021] -mesophilic flora (1 cfu/channel) at 30 °c [second time; (B)(6), 2021] -mesophilic flora (cfu/channel) at 30 °c [third time; (B)(6), 2021] -mesophilic flora (cfu/channel) at 30 °c other detailed information such as the number and type of microbes are unknown at this time. In addition, the user facility did not provide other detailed information such as the reprocessing method. There was no report of infection associated with this report at this time.

Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is anios clean excel d . The device is manually processed with an unknown model cleaning brush, anioxyde 1000 disinfectant, and anios clean excel d detergent. The device is stored horizontally. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the burnt and partially melted c-cover was identified likely due to a laser shot. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.